Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that her pump had not been working correctly and she wants a replacement. The customer reported that the pump was not giving her an error when it does not give insulin. The customer reported that she was getting a no delivery. Her blood glucose was at about 420mg/dl and her blood glucose today was 520mg/dl. It was after lunch each time, and she was at 515mg/dl. She does not know how much insulin or syringes. She did not want to troubleshoot for the high blood glucose. She did not have back up plan her back up plan and was going to the hospital. She wanted to get the pump replaced. She said she did not feel commutable with the pump. She said the pump should have alarmed before she got to 500mg/dl range. The insulin pump will be returned for analysis.